Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's father reported the patient had been hospitalized with hyperglycemia. The patient's blood glucose (bg) levels rose up to 500 mg/dl while wearing the pod between 37 and 48 hours. Symptoms reported include feeling sick and vomiting. When the pod was removed from the infusion site (arm), the pod's cannula was found dislodged. The patient initially went to the general practitioner (gp) office where an insulin pen was administered to lower the bg levels. The patient ate, gave a normal bolus and the bg and ketone levels went up again. The patient was advised to go the hospital where the doctor checked the patient's temperature, throat, heart rate, blood tests and urine. The patient was given a sodium chloride infusion for treatment. The patient was discharged after 24 hours.